Event description:
The customer contact reported the device alarmed with a e321 (battery charger timeout) error code. The device was returned to the biomedical engineering department with an unsigned note that stated, "alarm malfunction code 321." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.